Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional distress ("extreme emotional distress") and anxiety ("mental anguish"). The patient was treated with surgery (she had full hysterectomy). Essure was removed. At the time of the report, the pelvic pain and emotional distress outcome was unknown. The reporter considered anxiety, emotional distress and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: essure contraceptive was defective. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated'), device breakage ('device had migrated and splinter in her body'), pregnancy with contraceptive device ('miscarriages and positve pregnancies'), abortion spontaneous ('miscarriages and positve pregnancies') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: received x-rays on august 22, 2018 and october 1, 2018;. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), emotional distress ("extreme emotional distress"), anxiety ("mental anguish/anxiety/agorapliobia"), agoraphobia ("anxiety/agorapliobia"), depression ("depression"), panic attack ("panic attacks"), arthralgia ("joint pain"), back pain ("back pain"), migraine ("constant migraines"), muscle spasms ("back spasms"), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), skin lesion ("lesions"), rash ("unexplained rashes"), pruritus ("constant itching"), dental caries ("tooth decay"), gingival recession ("receding gum line"), insomnia ("insomnia") and skin exfoliation ("skin falling off of genital area") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had full hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, emotional distress, agoraphobia, depression, panic attack, arthralgia, back pain, migraine, muscle spasms, genital haemorrhage, fibromyalgia, skin lesion, rash, pruritus, dental caries, gingival recession, insomnia and skin exfoliation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, agoraphobia, anxiety, arthralgia, back pain, dental caries, depression, device breakage, device dislocation, emotional distress, fibromyalgia, genital haemorrhage, gingival recession, insomnia, migraine, muscle spasms, panic attack, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin exfoliation and skin lesion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: device had migrated and splinter in her body.. X-ray - on (B)(6) 2018: essure contraceptive was defective.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated'), device breakage ('device had migrated and splinter in her body'), pregnancy with contraceptive device ('miscarriages and positive pregnancies'), abortion spontaneous ('miscarriages and positive pregnancies') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: received x-rays on (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), emotional distress ("extreme emotional distress"), anxiety ("mental anguish/anxiety/agorapliobia"), agoraphobia ("anxiety/agorapliobia"), depression ("depression"), panic attack ("panic attacks"), arthralgia ("joint pain"), back pain ("back pain"), migraine ("constant migraines"), muscle spasms ("back spasms"), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), skin lesion ("lesions"), rash ("unexplained rashes"), pruritus ("constant itching"), dental caries ("tooth decay"), gingival recession ("receding gum line"), insomnia ("insomnia") and skin disorder ("skin falling off of genital area") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had full hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, emotional distress, agoraphobia, depression, panic attack, arthralgia, back pain, migraine, muscle spasms, genital haemorrhage, fibromyalgia, skin lesion, rash, pruritus, dental caries, gingival recession, insomnia and skin disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, agoraphobia, anxiety, arthralgia, back pain, dental caries, depression, device breakage, device dislocation, emotional distress, fibromyalgia, genital haemorrhage, gingival recession, insomnia, migraine, muscle spasms, panic attack, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin disorder and skin lesion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: device had migrated and splinter in her body. X-ray - on (B)(6) 2018: essure contraceptive was defective. Most recent follow-up information incorporated above includes: on (B)(6) 2019: summons received - new events device had migrated and splinter in her body, miscarriages and positive pregnancies, device ineffective, anxiety/agoraphobia, depression, panic attacks, joint pain, back pain, constant migraines, back spasms, excessive bleeding, fibromyalgia, unexplained rashes, lesions, constant itching, tooth decay, receding gum line, insomnia and skin falling off of genital area were added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.